Manufacturer narrative:
(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Were there any quality issues with the 2160 reservoir bulb? No further information is available. What is the lot number of the 2160 reservoir bulb and the 2232 blake drain? No further information is available. Please clarify what is meant by ""the products were used outside the body""? Was the issue noticed while testing the instruments prior to using on the patient? The connector was detached from the reservoir during use. After that the drain broke while the device was chekking. Was the blake drain broken in two or more pieces? =>no further information is available. Were there any quality issues in regards to the reservoir bulb? If yes, please describe? No further information is available. No further information will be provided. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on and unknown date and a drain was used. The products were used outside the body, the connector came out of the reservoir. After that, the products were checked, and then the drain was broken. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.